Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device does not correctly deliver the basal rate insulin. Pt experienced elevated blood glucose on (B)(6) 2011, and delivered corrections by insulin injection and through the infusion device. His blood glucose elevated as high as 412 mg/dl, and pt spoke with his diet counselor and physician for advise to treat hyperglycemia. At 6:00 p.m., pt switched to his second infusion device and blood glucose decreased to 159 mg/dl at 11:00 p.m. Normal blood glucose is 120 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l details were provided.